Manufacturer narrative:
A review of the electronic data files from the AED did not identify any recorded events with patient data i.e. No analysis periods began and no shocks were advised or delivered and therefore we were unable to correlate the electronic data files to the international distributor's report of a recently recorded event where the AED failed to shock. The electronic data files identified that beginning on (B)(6) 2016, after an automatic self-test, the AED detected a possible problem and alerted the user by flashing its red active status indicator (asi) and chirping. Although the electronic data files show evidence of human interaction with the unit, the problem initially reported by the AED on (B)(6) 2016 persisted, including during the most recent power ons, along with expired pad warnings and low battery warnings, indicating that the unit was not being properly maintained. The investigation remains open and no additional information is known. Although requested, the actual device has not been returned for evaluation. Should additional information become available an updated MDR shall be submitted.

Event description:
On (B)(6) 2018, an international distributor provided electronic data files from an AED and reported that the device had a service code and was recently deployed but failed to shock. Although requested, no patient or event details were provided.